Manufacturer narrative:
Na

Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a patient and therefore, there was no patient involvement or harm. The respironics service technician confirmed the reported problem. The service technician replaced the power supply to correct the problem. Final testing was completed and the unit passed per operating specifications. Factory failure analysis was unable to duplicate the reported no power condition, however, visual inspection and testing during failure analysis did reveal signs of damage to the power supply and to the snubber pcb on the power supply as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.